Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump did not alarm no delivery despite the customer watching insulin fail to exit the tubing; the absence of no delivery alarm occurred during the priming process. The patient's blood glucose at the time of incident was 18 mmol/l. Troubleshooting was initiated and the customer used a tubing clamp and performed a high pressure test; the insulin pump delivered 7.4 units of insulin but did not alarm no delivery despite the occlusion created by the tubing clamp. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, crackled display window, cracked reservoir tube, cracked reservoir tube window corners, cracked battery tube threads and minor scratched lcd window.